Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate low reading compared to normal reading/feeling. This complaint is classified according to the documentation of the customer care advocate. The patient tests her blood glucose 9 times per day and manages her diabetes with novolog and lantus insulin. Her novolog insulin dose is based on a sliding scale per the lfs meter reading. The product issue began around the end of (B) (6) or middle of (B) (6) 2009. At an unspecified date and time, the patient obtained low blood glucose reading of "17 or 20 mg/dl" on the subject meter. On the same day, the product issue began, the patient reportedly developed symptoms described as "dka, hot flashes, throw up, heartbeat fast, and frequent urination." On (B) (6) 2010, the patient claimed that she was treated in the hospital's ICU with IV insulin and sodium chloride. Her diet was also regulated at the time of concern. On (B) (6) 2010, the patient reportedly obtained a blood glucose reading of "670 mg/dl" on a hospital meter. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer did not have any control solution to perform a quality test. This complaint is being reported because the patient claimed that she had hyperglycemic symptoms and received medical intervention after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.